Event description:
One year after having a bx velocity stent implanted in the left anterior descending artery, the pt suffered proximal and in-stent restenosis. The pt was treated with a ptca using a taxus stent. Pre-procedure, the pt's medical therapy included asa 100mg, talinolol 100mg 2 x ?, atrovastatin 20 mg 1x1, losartan 50mg 1x1 and hydrochlorothiazide 125mg 1x1. The pt was taken electively to the cardiac cath lab. The pt was given asa, clopidogrel and unfractionated heparin pre-procedure. During the procedure a bolus of 5000 units of heparin was administered.